Event description:
It was reported that the home patient (hp) had reused single-use supplies while they were performing peritoneal dialysis (pd) therapy on the homechoice (hc) device during dwell one. The hp was connected. The hp explained that they accidentally connected the wrong bags to the wrong lines on the setup and then switched the bags during dwell. The technical service representative (tsr) instructed the hp to end the therapy and re-set the hc up with all new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.